Event description:
Customer reported that the battery on the insulin pump is not lasting; she changes the battery every two to three weeks. Customer also reported that she has been receiving no delivery alarms and her blood glucose has been going high. Last blood glucose value was 293 mg/dl; treated with the insulin pump. Customer stated that the no delivery alarm was resolved by a complete set change. Customer stated she never gets a low battery alert and she changes the battery when there is one bar left. It was stated that the battery indicator does not currently show less than 2 bars. Last battery change was 2 days ago, it did last more than 1 week. Customer was advised to clean the battery cap; no damage noticed in the battery compartment. Customer inserted the same battery and got a failed battery alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.